Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, failed battery test and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injections. Troubleshooting was performed. Customer advised they changed the battery and the display returned. Customer advised the failed battery test was resolved and all the alarms were cleared. The insulin pump will not be returned for analysis.